Event description:
According to the reporter during laparoscopic sleeve gastrectomy, while at the resection of the stomach, the two handles both snapped and cracked. A new handle was used to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident is that a visual inspection of internal components revealed that the anvil clamping mechanism was deformed.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. Two devices were available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the reload was fully fired, the anvil clamping mechanism was deformed, the reload had a full complement of staples, and the jaws were open. Functionally, the reload was loaded into a representative instrument for functional testing. The interlocks were overridden and each reload cycled without hesitation or binding. All remaining staples were placed, and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The most likely cause could not be established from the information available. Deformed anvil clamping mechanism may occur either by firing over tissue that is beyond the recommended thickness range or by firing with an obstacle incorporated in the jaws. In either of these circumst ances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.